Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements (>160 ohms). It was suspected that this rv lead conductor had fractured. The physician elected to surgically cap and abandon the rv lead and a replacement lead was implanted to resolve the event. At this time, the rv lead remains implanted, but capped and out-of-service. The patient was stable with no additional adverse effects.